Manufacturer narrative:
Device evaluation: the system's archive was reviewed. The behavior replicated. Resolved by changing crosshair movement to off.

Manufacturer narrative:
Patient information was unavailable from the site. Unable to determine cause as part was not returned for analysis. No parts returned for analysis.

Event description:
A medtronic representative reported that while in a cranial resection procedure the trajectory orientation was flipping on the navigation system. While touching fiducials on the patient in the registration task the anterior portion of the scan in trajectory 1 would flip to the bottom of the screen. The site brought in a different navigation system and when the same scan was loaded it was possible to pass registration and navigate without issue. There was no impact on the patient outcome as a result of this issue. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported behavior was expected. Analysis found that the software functioned as designed.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Additional information: patient information.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively for a cranial resection procedure. It was reported that while touching fiducials on the patient in the registration task, the anterior portion of the scan in trajectory 1 would flip to the bottom of the screen. The surgeon was not comfortable using the navigation device after this happened, so the site brought in a different navigation device into the room. When the same scan was loaded onto the navigation device, the site was able to pass registration and navigate without any issues. There was a reported delay to the procedure of less than 1-hour and no known impact on the patient outcome.